Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that an ergonomics error occurred on console 2 during setup. Prior to contacting tse, the ergonomics on console 2 had been disabled. The technical support engineer (tse) guided the caller through a hard power cycle of the console and checked for any obstructions. After powering the system back on, the errors persisted. The tse confirmed the presence of 23062 errors related to the armrest motor. The tse provided the option to either disconnect the console or disable the ergonomics on console 2. The customer chose to disable the ergonomics and continue using console 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not recreate intermittent ergonomics error on console 2. The fse continued to troubleshoot through power cycles and exercising the ergonomic movements of the surgeon side console(ssc). The fse made electrical/mechanical adjustment made to correct reported problem.